Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "necrosis" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: necrosis.

Event description:
Patient reported for the right side "pain under the armpit". Additionally, patient reported "necrosis on their breast due to ice treatment applied to the breast" and "bump under their arm". Patient also reported "can't lift things over their head" this is not device related. Device remains implanted.